Event description:
Reportedly, during an attempt to implant the ICD involved in this MDR report, the physician tried to connect a plug into the svc coil port, but it was impossible to screw because the screwdriver was idling. The same problem occurred with a new screwdriver. However, the two screwdrivers succeeded to correctly screw into the other ports of the device. Then, the physician decided to replace the device and returned it to analysis.

Manufacturer narrative:
(B)(4) 2013 this event concerns a device that was manufactured and used outside the united states. Analysis is pending.